Event description:
It has been reported that the AED did not pass self diagnostic check.

Manufacturer narrative:
(B)(4). Reported due to symptom - due to age of device, customer has been advised to remove from service.